Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple follow up attempts to the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. The was no reported impact to the customer's blood glucose level. No further information was provided.